Event description:
It was reported that the patient had not charged their implantable neurostimulator (ins) battery for ¿several weeks¿ and was unsure the last time the felt the stimulation. (The ins battery diary showed that the device was last charged to 50% full on (B)(6) 2014) it was also noted that the patient was unable to charge the ins battery per normal. The manufacturer¿s representative attempted to use the antenna locator (al) to start a normal recharge session but was unable to do so after multiple attempts. Also, there was no communication between the ins using either the clinician programmer or patient programmer units. It was determined that the first confirmed overdischarge (od) condition was found on the ins device. The patient then was able to complete two 60 minute trickle charge sessions which led to the ins going into the normal recharge mode and was instructed to charge to full. The patient then met with the representative where it was noted that the ins was charged to ¾ full. The power-on-reset (por) appeared with an error code of 0x2618 which was able to be successfully cleared with the clinician programmer. It was noted that the patient experienced less than 50% therapy relief to the back and leg areas during the event. The patient was then able to use the stimulation and was receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, lot# serial# (B)(4), product type: recharger. (B)(4).